Manufacturer narrative:
(B)(4). Date sent: 9/12/2023. D4: batch # 155c49. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst45d reload was received with the one-piece sled detached and unfired with the reload pan partially dislodged from the left proximal side. In addition, 6 double drivers out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.  Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one-piece sled is present. A manufacturing record evaluation was performed for the finished device batch number 155c49, and no non-conformances were identified.

Event description:
It was reported that the gst45d stuck and unable to fire. No patient consequences reported. No further information is available.